Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc upn: m365sc14320, model: sc-1432, serial: (B)(6), batch: 210342.

Event description:
It was reported by the patient that they were crippled after the spinal cord stimulator (scs) implant procedure and that it did not provide stimulation. Patient was in rehabilitation for 16 weeks. The patient underwent a procedure where the scs system was removed.